Event description:
It was reported that during a lap cholecystectomy procedure, the clips of the device crossed and were malformed. Another same like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good visual condition. The device had 1 clip in the jaws, which were removed before the device cycled and fired three scissored clips due to an inadequate interaction between the cam channel and jaw. The device locked out as intended. The jaw width measured at acceptable limits.